Event description:
This report is to advise of an event observed during analysis.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. No related complaint received with return of device. Conclusion: failure observed during analysis. Final analysis found that only the connector end of the lead was returned. Insulation degradation was observed at 4.9 cm from the connector pin.